Event description:
In 2008, the pt reported he was recently perspiring heavily while remodeling his home and his insulin infusion set came off. The use of tegaderm and the sandwich method were discussed with the pt. Courtesy tegaderm was sent to the pt. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.